Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# uk6139077 implanted: (B)(6) 2005: product type lead product ID neu_unknown_ext lot# serial# (B)(6) implanted: (B)(6) 2002 explanted: (B)(6) 2022 product type extension product ID neu_unknown_ext lot# serial# (B)(6) implanted: (B)(6) 2002 explanted: (B)(6) 2022 product type extension product ID neu_unknown_lead lot# uk6139075 implanted: (B)(6) 2005: product type lead product ID 7426 lot# serial# (B)(6) implanted: (B)(6) 2005 explanted: (B)(6) 2022 product type implantable neurostimulator product ID neu_unknown_lead lot# uk6139077 implanted: (B)(6) 2005: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient indicating batteries were removed and only leads remain, however they are possibly just fragments. Additional information received from patient elaborating on implantable device history. They explain that previously reported lead displacement led to both leads shorting, shocking, and the wire breaking down and jabbing them. These devices were then explanted in 2022 at ohsu except the two electrodes and a piece of the wire which remain in the patient.